Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-22879. The patient presented in clinic and the entire system was explanted due to infection on the leads. Endocarditis was confirmed with no evidence of pocket infection. The system was replaced and the patient is in stable condition.